Manufacturer narrative:
The device was not evaluated due to device availability.

Event description:
It was reported that a patient was being transported on a ambulance cot in an ambulance when it was involved in a motor vehicle accident. It was alleged that a wheel on the ambulance cot broke during the accident and the ambulance cot came free of its anchor point. It was reported that the patient passed away later at the hospital.

Event description:
It was reported that a patient was being transported on a ambulance cot in an ambulance when it was involved in a motor vehicle accident. It was alleged that a wheel on the ambulance cot broke during the accident and the ambulance cot came free of its anchor point. It was reported that the patient passed away later at the hospital.